Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced angina. The target lesion was located in the proximal left anterior descending (lad) artery with 75% stenosis and was 16 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 x 20 mm taxus drug-eluting stent. Post-dilatation was attempted with a 4.0 x 15 mm quantum maverick balloon, however, the balloon had difficulties crossing the proximal edge of the stent. Therefore another 4.0 x 15 mm maverick balloon was utilized which easily crossed and post-dilatation was successfully performed with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2010, the patient presented with symptoms of recurrent angina pectoris. A myocardial perfusion exercise stress test revealed abnormal cardiac perfusion with mild anterior ischemia and also a small region of mild mid ischemia. The stress EKG revealed st depressions and premature ventricular complex. Coronary angiography was performed and revealed two tandem 50-60% lesions in the mid lad "outside of the previous stented segments." There was also contrast hang-up in one of these lesions suggesting a high probability of ruptured plaque. Core lab report notes 17.34% stenosis of the proximal lad with no in-stent restenosis. "Study stent was patent remote target vessel re-intervention distal to study segment." The 60% stenosis located in the non-target lesion in the mid lad was treated with balloon angioplasty and placement of a 3.50 x 28 mm non bsc drug eluting stent. Following post-dilatation residual stenosis was 0%. The event was considered resolved without residual effects.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).